Event description:
Dr reported using this device for a stent deployment. This incident occurred before balloon dilatation. Dr said hosp has now experienced problem with 2 devices and another device in the last 2 months. He said wire was seizing on the catheter. The wire is sticking to the inner lumen of the catheter and causing the inner lumen to separate from the catheter.